Event description:
The customer contacted physio-control to report that their device's buttons stopped functioning during testing. Only the device's on/off button was still functioning. Also, the device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to charge defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. The reported issue with the device's buttons was also not duplicated. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's buttons stopped functioning during testing. Only the device's on/off button was still functioning. Also, the device had an event code logged in its memory. The event code logged in the device's memory is indicative of a failure of the device to charge defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.